Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device relative to an interventional aortic prosthesis procedure. The suture of the first prostyle device was successfully placed. Reportedly, when placing the second prostyle device, the suture did not come out. The suture of an additional prostyle device was successfully placed. Hemostasis was achieved with the two prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.